Event description:
The bone cement hardened too quickly during knee replacement surgery. The bone cement hardened in 6 minutes while the surgeon was inserting the femoral component. The dealer kept the bone cement under 23c. The bone cement was delivered to the hospital 5 days before the surgery, and keptin the op room. The temperature of the op room was 22c during surgery. Air conditioner was turned off when room was not in use. No adverse consequences were reported by the user.